Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a drop in impedance from 890 ohms to 150 ohms. Noise was also observed with isometrics.